Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data, h6: upon further investigation of the device evaluation, it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device trigger did not move smoothly and failed pre-test for check response of the on/off trigger, check proper function of the triggers and general condition due to component failure from normal wear. Corrected data, d10: the date the device was returned to the manufacturer was reported as february 11, 2020 in the initial report and has been updated to february 12, 2020.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device trigger did not move smoothly and failed pre-test for check response of the on/off trigger, check proper function of the triggers and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an artroplastia knee surgery, it was observed that the handpiece device failed. It was further reported that prior to the start of the procedure the handpiece worked normally, then the power decreased and then stopped three seconds later. It was reported that there was a 20 minute delay in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.